Event description:
Customer reported system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated this system. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.